Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the reported event was due to patient factors severe calcification of the patient¿s annulus and leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, during the implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the balloon ruptured. No extra volume was added. The valve was fully deployed and inflated at the burst. The valve was deployed successfully. The balloon could not be withdrawn from peripheral vascular anatomy due to withdrawal difficulty. Surgical intervention was required. The patient was doing well post procedure. Per medical opinion the balloon burst was due to patient factors severe calcification.

Manufacturer narrative:
Correction: type of event b1: adverse event checked. Type of  reportable event h1: changed from malfunction to serious injury.

Manufacturer narrative:
Reference CAPA-20-00141.